Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up with premature battery depletion from their pacemaker. Pacemaker was explanted and replaced on (B)(6) 2021. Patient was stable after the procedure.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was at end of life (eol) upon receipt. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis.